Event description:
During a ptca/stent procedure, once the stent delivery system (sds) was advanced to the lesion, the stent was not seen on the balloon. The sds was removed revealing that the stent was dislodged somewhere. An attempt was made to retrieve the stent with a snare but the stent could not be found. Some days later contrast was used to locate the missing stent, which was discovered in the right leg. The stent was retrieved and another stent was implanted.